Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the connector on the inspiratory limb was detached on seven rt380 adult dual heated evaqua2 breathing circuits. The first event occured on (B)(6) 2015 after five days of use, the second event occurred on (B)(6) 2015 after five days of use and the third event occured on (B)(6) 2015 before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt380 evaqua2 breathing circuits are currently en route to fisher & paykel healthcare new zealand for evaluation. A follow-up report will be provided upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuits (2x lot 141110, manufactured on 10 november 2014; 3x lot 141118, manufactured on 18 november 2014; 2x lot unknown) were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection of the returned seven inspiratory limbs showed that for three returned circuits, both the proximal and distal connectors were loose, for three circuits the proximal connectors were loose and for one circuit the distal connector was loose and disconnected easily. Additionally, for one circuit the caution tag was found stuck between the distal connector and the cuff of the tubing. Conclusion: we were unable to determine the cause of the reported event. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the damage occurred after the products were released for distribution. The user instructions that accompany the rt380 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the connector on the inspiratory limb was detached on seven rt380 adult dual heated evaqua2 breathing circuits. The first event occured on (B)(6) 2015 after five days of use, the second event occurred on (B)(6) 2015 after five days of use and the third event occurred on (B)(6) 2015 before use on a patient. No patient consequence was reported.